Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc blu needle did not retract. The following information was provided by the initial reporter: the push button to safety the needle is not activating.